Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2011. During the procedure, a small piece of the metal tip detached while vaporizing the fibroid. The procedure was completed and a suction curettage was used to attempt to retrieve the little piece, but it is not certain if the piece was retrieved. An x-ray was not performed to determine if the piece was retained in the patient. There are no additional planned procedures to go back in for possible retrieval of the piece. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.